Manufacturer narrative:
Other text: h6. Evaluation codes: updated. No product was returned. If the product is returned this complaint will be reopened for further investigation. Device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com d4: complete UDI - (B)(4).

Event description:
It was reported that the pump exhibited a high pressure alarm. Patient stated that the filter tubing did not remove the air from the line. The device was checked and no issue was found. The tubing was replaced and the patient continued successfully with the therapy. No patient injury was reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.